Event description:
Information received from the field does not address the patient's clinical status but notes excessive battery discharge. The patient was seen for an office check after transtelephonic monitoring showed rrt. The office check confirmed the rrt and device replacement was scheduled.